Manufacturer narrative:
The probable cause of the falsely elevated troponin I result is contamination of the sample proble or drain. A siemens healthcare diagnostics field service representative has been sent to the account to decontaminate the system. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on the second draw of a patient. The results was reported to the physician. The patient had a cardiac catheterization. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.